Event description:
A report was received from the cordis clinical study indicating that a pt died of an unk cause one day after receiving two cypher stents in the superficial femoral artery. No info was provided regarding the pt or the procedure. It was also reported that the pt had a worsening rutherford score rated as moderate, and a groin hematoma was also reported.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. This is one of two products involved in the same pt reported under mfg number 9616099-2008-01015 and 9616099-2008-01016. Additional info will be submitted within thirty days upon receipt.